Event description:
The customer reported that the systems' steering is stiff and hard to push. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative removed and refurbished the wheels and adjusted the steering. The system was tested and found to be working as intended and put back in service.